Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a procedure to band varicies (location unknown) on (B)(6), 2009. According to the complainant, the bander was set up; the varice had been sucked into the scope, and ready for banding. When the physician attempted to band the varice, the device would not fire. It appeared to the physician that two bands were stuck on top of each other. A second speedband superview super 7 multiple band ligator was used to complete the procedure with no further complications. No complications or injury to the patient were reported as a result of this event. The patient's condition was reported as "no complications."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. (B)(4).